Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. An image from the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded that from the image provided, it is not able to be determined that the elite guide wire was separated. The proximal portion of the wire is not radiopaque and thus the wire labeled elite could be intact. No images were provided showing the original location or movement with removal of the resolute integrity or nc trek. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 3.0 x 15 nc trek referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal circumflex artery. A buddy wire technique was utilized with the hi-torque balance middleweight (bmw) elite guide wire and a non-abbott guide wire in the lower circumflex and a non-abbott stent was deployed. After deployment of the non-abbott stent, during advancement of the bmw guide wire, it met resistance with the nc trek 3.0 x 15 mm balloon dilatation catheter that was being used for post-dilatation and separated in two pieces. When the nc trek 3.0 x 15 mm bdc was being pulled out, resistance was felt again; however, the guide wire and separated components were pulled out together at the same time with no separated guide wire left in the vessel. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.